Event description:
The user was going through a large number of their aeds, one by one, and connecting to their new dedicated wi-fi network. The user noticed the AED power button did not react when press and holding for 5 seconds to prompt a status check. The user and I had our periodic checking video call and they brought the unresponsive power button to my attention. I asked them to press all the physical buttons (spanish, power, child) on top of the AED - and all were unresponsive when pressed. This is with the AED unplugged. No light was present. Battery on AED was showing adequate battery power in real connect. When plugged into power: the 3 buttons on top of AED were responsive to presses. Light was blinking red. Audio was scratchy sounding when power button was pressed.

Manufacturer narrative:
During device set-up, the user noticed the AED power button did not react when prompting a status check. The device remained unresponsive after troubleshooting with the device unplugged and no indicator light was present on the device. Logs show the AED had sufficient battery on AED was showing adequate battery power in real connect. When plugged into power: the buttons on top of AED were responsive to presses and the indicator light was blinking red. Additionally, the device was scratchy when power button was pressed.

Event description:
The user was going through a large number of their aeds, one by one, and connecting to their new dedicated wi-fi network. The user noticed the AED power button did not react when press and holding for 5 seconds to prompt a status check. The user and I had our periodic checkin video call and they brought the unresponsive power button to my attention. I asked them to press all the physical buttons (spanish, power, child) on top of the AED - and all were unresponsive when pressed. This is with the AED unplugged. No light was present. Battery on AED was showing adequate battery power in realconnect. When plugged into power: the 3 buttons on top of AED were responsive to presses. Light was blinking red. Audio was scratchy sounding when power button was pressed.